Manufacturer narrative:
(B)(4): device currently unavailable.

Event description:
Per the clinic, the patient experienced a lack of osseointegration (date not reported) resulting in fixture loss.the device is unavailable for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Correction: the correct catalog number is 93330; not 93332 as previously reported. This report is filed (B)(4) 2013.